Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18524. Related manufacturer reference number: 2017865-2021-18525. It was reported that the patient presented in clinic for pacemaker (pm) explant due to pocket erosion. The pm was eroding through the tissue but the skin was not broken. Vegetation was noted on the right ventricular (rv) lead and right atrial (ra) lead. The ra, rv leads, and pm were explanted. The patient was stable before, during and after the procedure.